Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to excessive force applied to the fusezone. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when evaluation is complete.

Event description:
The physician alleges that the catheter tip separated within the patient's right external iliac artery during a peripheral vascular procedure. The catheter tip was removed with a snare. The part number is estimated as no part number was provided.